Event description:
It was reported that the lead was damaged during the procedure. Caller reports that the lead was damaged during the advanced evaluation procedure. Caller states lead was bent at electrode 0 and they were not using a curved stylet. They ended up explanting the lead and implanting a new lead. Everything resolved itself after this. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received report they did have a damaged lead. It was noted that the healthcare will send back.